Manufacturer narrative:
Upon device return of the implantable neurostimulator (ins) (serial # (B)(4)), it was determined that service life had been started prematurely. The ins was noted to have been received with no telemetry still new in the box with the shrink wrap intact. According to the trace report obtained from the ins after physician mode recharge recovery, the total recharge count was one. The recharge session was performed after the ins was received for analysis on (B)(6) 2015. The ins implant life was started on (B)(6) 2015 and the ins was not used. It went into the lock mode on (B)(6) 2015 and was not recharged until it was received for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the implantable neurostimulator (ins) battery they had for a case had an expiration date in (B)(6) of 2015. The rep. Tried to interrogate the ins with the clinician programmer and the recharger but got no response and it appeared the battery was in overdischarge. The ins was new and never implanted. The device was returned for analysis. No patient symptoms were reported. Relevant medical history includes arachnoiditis and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.